Manufacturer narrative:
Results: the pull tube was retracted on the proximal end of the pusher assembly and the pet lock had slid proximal on the pusher assembly hypotube. The pet step down from hypotube to pull tube was present indicating the pet was sufficiently heated onto the proximal end. Bends and kinks were present from approximately 51.0 ¿ 83.0 and 142.5 cm from the proximal end of the pusher assembly. The pull wire was retracted into the pusher assembly. The hypotube outer diameter (od) was measured and was found to be within specification. During functional testing, the pet on the hypotube was gripped and retracted resulting in the remaining pet sliding off of the hypotube. Conclusion: evaluation of the returned pusher assembly revealed the pull tube was retracted and the pet lock had slipped proximal on the hypotube. If the pull tube is retracted, the pull wire will retract from the pusher assembly ddt and the embolization coil will become detached. This was likely the cause of the reported detachment. The pet step down from hypotube to pull tube was present indicating the pet was heated onto the proximal end and the hypotube was measured to be within specification; therefore, the root cause of the pet lock slipping proximal on the hypotube could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the physician successfully placed a ruby coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a new podj, the physician noticed it became loose and unintentionally detached in the vein. Subsequently, the physician placed another coil behind the detached podj using the same microcatheter and completed the procedure. There was no report of an adverse effect to the patient.